Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited incorrect interpretation of signal and delivered inappropriate therapy for atrial fibrillation event. The implantable cardioverter defibrillator also exhibited under-sensing which caused the device to intermittently inappropriately exit alternate mode switch. No intervention was performed.